Event description:
Customer's father reported hospitalization due to high blood glucose. The customer was having issues with sensors. The sensors were giving the incorrect readings. Customer was taken to the emergency room. The customer had high blood glucose and the insulin pump did not alert. The blood glucose reading at the time of the event was in the 500 range. Physician diagnosed hyperglycemia and ketones. Hospital treated with IV fluids. The blood glucose and ketones were brought down to normal range. Customer is not longer wearing the sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.